Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unspecified date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated mdrs # 1225714-2013-03580, 03581.